Manufacturer narrative:
The device is not available for manufacturer evaluation. The investigation is not yet complete, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the light does not come on, no image. No negative impact in state of health reported.